Manufacturer narrative:
Received one photo showing infusate residuals coming from the vent plug juncture. The complaint of leakage can be confirmed on the 123390488 based on the photos provided. There are residuals observed inside the vent plug juncture with the cap closed. No damage can be observed from the photo provided. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 5150019 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. The customer provided a photo, however the investigation is not yet complete.

Event description:
The event involved a plum set where the customer stated there was an unspecified chemotherapy seeping/leaking from the light-resistant vent hole. There was no report of patient involvement or harm.